Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was high (specific value was not provided); cause was unknown. Customer gave a correction bolus via the pump to address the bg level. Additionally, the pump software did not accurately adjust the amount of insulin delivered. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.